Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide p/n 480145 was completed. The user guide instructions indicate ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the event description.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination is a known risk factor for this infection. Therefore, based in the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was experiencing abdominal pain and was hospitalized on (B)(6) 2020 with peritonitis. Additionally, it was reported the patient had the pd catheter (not a fresenius product) removed. There were no reported issues with any fresenius device or product in relation to the event. During follow-up, the patient¿s pd nurse confirmed the patient was having symptoms of abdominal pain. It was reported the patient went to the hospital and was admitted with peritonitis. Per the nurse, the clinic does not have hospital records or results of the pd culture. Reportedly, the patient was treated with unknown antibiotics and subsequently transitioned to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse indicated the peritonitis was caused by touch contamination.